Event description:
It was reported that this implantable pacemaker oversensing and undersensing on the right atrial channel. Reprograming of the device was performed and further review of the patient was discussed. This device remains in service. No further adverse patient effects were reported.